Event description:
The customer reported that the external paddles discharge buttons were difficult to press. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.